Event description:
It was reported that a large volume infusor was involved in a no flow incident while connected to a patient. According to the report, the device was filled with fluorouracil (filtered solution and non-baxter product) and normal saline for a total volume of 192 ml. This solution was mixed, and drug crystallization was not observed. The device was brought to room temperature, priming was performed, and flow was verified. The device was then connected to the patient at the chest using a catheter. The expected infusion time was 120 hours; however, after an unspecified amount of time, it was found that none of the solution had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with approximately 200ml of fluid in its bladder. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The cause of the no flow condition was determined to be due to the air bubbles. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.